Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4):part # 25740018560 lot # ca20f110 visual and optical inspection confirmed the tulip of the bones screw has been splayed/bent from bend stress overload. A: select patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in sacral fracture. It was reported that when the set screw was tightened to the ballast screw, the set screw entered at an angle, and the final tightening could not be done. It was pointed out that the screw head was broken. The operation was successfully completed by replacing it with another screw. Level at which implant was performed l5/iliac. There were no patient symptoms or complications associated with this event. Hence, no further complications were reported/anticipated. Additional information was received from the manufacturer representative that the product came in contact with the patient. Additional information was received from the manufacturer representative that there was no malfunction with the set screws.